Event description:
It was initially reported by the physician's office that the patient was experiencing an increase in seizures, unknown if above or below baseline. The patient is planned to have a prophylactic generator replacement. Good faith attempts to gain more information have been unsuccessful to date.